Manufacturer narrative:
A specific root cause could not be identified. Typical causes of this type of issue include insufficient preanalytic preparation of the samples or analyzer maintenance issues. The field service representative changed the pump, degasser and four valves but the problem reoccurred. An extra wash cycle was then added prior to creatinine testing and no further issues were seen.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable high crep2 creatinine plus ver. 2 results for two patient samples. Patient 1 initial result was 2.17 mg/dl and the repeat result was 0.89 mg/dl. Patient 2 initial result was 2.22 mg/dl and the repeat result was 0.80 mg/dl. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The creatinine reagent lot number was 24215901. The expiration date was requested but was not provided. A precision check, calibration, qc, and a sample check were acceptable. The field service representative decontaminated the system and an extra wash cycle was added.